Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. The visual inspection found no physical damage. A no disposable alarm was found in the event history log. During the functional testing, the pump was found to be within manufacturing specifications after running three accuracy tests. No problem was found and the root cause was unable to be confirmed. The downstream occlusion sensor was replaced as a precaution. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that the patients cassette was dry and the pump remaining volume stated 7 milliliters, the pump stopped at 4:30am. This patient has been experiencing this for at least two months. The patient is getting frustrated and so are the providers. The only tubing that we have here is non closed system tubing from ICU medical, we currently do not have any supplied from infusystem. Patient not affected. No additional information. There was no patient injury reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.